Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 to 60 mg/dl. Customer¿s experienced blood glucose level of 100 to 200 and below 90 mg/dl. Customer¿s current blood glucose level was 132 mg/dl. Customer was treated with glucose shot. Customer stated that the auto mode was not doing its job. The insulin pump will not be returned for analysis.